Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause for the stroke is unknown as limited information was provided in the article. However, the stroke may be related to patient factors not provided and/or the mechanism above. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Transcatheter aortic valve replacement with balloon-expandable valves: comparison of sapien 3 ultra versus sapien 3; t rheude, c pellegrini, j lutz - cardiovascular, 2020 - jacc.org.

Event description:
A single-center study was published in a european journal article, transcatheter aortic valve replacement with balloon-expandable valves, comparison of sapien 3 ultra versus sapien 3. The study was from january 2014 and january 2020 and included a total of 1,328 consecutive patients with severe aortic stenosis or degenerated bioprosthetic aortic valves undergoing tavr using the s3 or ultra valves. A total of 310 patients (155 ultra and 155 s3). All patients were discussed by the multidisciplinary heart team and determined to be eligible for transfemoral tavr. Data were acquired during routine visits at the outpatient clinic, review of hospital records, contact of primary care physician, or direct contact of the patients or their family members and collected in an institutional database. This complaint is for 2 patients who experienced a major stroke. The article does not provide details on the exact event or the time frame.

Manufacturer narrative:
A supplemental MDR is being submitted for reference to manufacturer reports related to this case. The section of this report has been updated h10 (narrative/data). This report is three of five manufacturer reports being reported for this case. Please reference related mfg. Report numbers: 2015691-2021-01695, 2015691-2021-01702, 2015691-2021-01705 and 2015691-2021-01724.